Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on ra signal for a few months per periodic iegms on hm. Recommended bringing patient in to office to evaluate if ra lead moved. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.